Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported that after the upgrade the device is unable to turn on. No reports of patient harm.